Event description:
It was reported that before use during routine check, the cs300 intra-aortic balloon pump (iabp) balloon is not inflating. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 even site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Nit needs replacement of safety disk and 5000 hours preventive maintenance kit. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.